Event description:
The patient reported that two v-go 40s in which the needle retracted (released) before the end of use. The devices were reported to be available for return to the manufacturer for evaluation. However, to date, the devices have not been received.